Event description:
The facility representative contacted baxter on 25 june 2010 to report an infusor that had an overinfusion during patient use. The expected infusion time was 46 hours, and finished within 26 hours. The total fill volume was 146ml (mililiter). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted if the sample becomes available to baxter or if additional information bexomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.